Event description:
It was reported that the lead dislodged. An x-ray showed that the helix had retracted into the lead. The lead would be explanted at pulse generator change out in four to five years, should no complications arise. The patient was not pacemaker dependent.